Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe, plastic, w/needle 1cc 25gx5/8 had foreign matter. The following information was provided by the initial reporter: ". The customer indicates that the embolo has a sticking in its interior."

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection, foreign matter observed in the plunger of the syringe. Foreign matter could not be identified based on the images, physical samples are necessary to analyze and provide a root cause. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported bd syringe, plastic, w/needle 1cc 25gx5/8 had foreign matter. The following information was provided by the initial reporter: "...the customer indicates that the embolo has a sticking in its interior..."